Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra2 meter was giving inaccurately high readings. On june 4, 2010, the sr. Medical surveillance specialist (smss) spoke with the pt to obtain and verify information. On (B) (6), 2010, the pt obtained the blood glucose readings of 400 mg/dl, 437 mg/dl and 600 mg/dl on the reported meter, which were high compared to her expected values. The pt took novolog insulin that day according to her sliding scale based on the elevated meter readings. At approximately 3 pm, the pt experienced the symptoms of seizures and she passed out. The smss confirmed the pt did not suffer symptoms of 'hyperglycemia' as originally documented. A family member contacted emergency services, and when paramedics arrived, the pt's blood glucose level was tested to be 24 mg/dl and 40 mg/ dl. The pt was treated intravenously with glucose, and transported to the emergency room. After the pt returned home from the emergency room, she obtained a reading of 'hi mg/dl' (greater than 600 mg/dl) on the reported meter, and a reading of 56 mg/dl on a neighbor's meter. The pt takes novolog insulin four times per day on a sliding scale, and levemir insulin 55 units per day. The pt tests three or four times per day. Her expected blood glucose readings range from 90 to 237 mg/dl. Troubleshooting revealed the pt's test strips expired in 2005; which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt used expired test strips to test her blood glucose levels on a reported meter. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.